Event description:
The customer reported that the affiniti ultrasound system control panel was swiveling and not locking during transport within the site. There was no injury or clinical use associated with this event.

Manufacturer narrative:
Evaluation of the suspect control panel will be included in a follow up report upon its return and investigation completion.

Manufacturer narrative:
Multiple investigations were performed to identify the root cause of the reported issue. The field service engineering was unable to reproduce the issue as described by the customer. All connections and mounting points were tested and found to be functioning as designed. The system was returned to service with no fault found.

Manufacturer narrative:
An addendum report is being submitted to provide the date received by manufacturer with the philips¿ become aware date. The information is in the g3 field.